Manufacturer narrative:
Block h6: medical device problem code a1502 captures the reportable event of stent positioning issue. Medical device problem code a150101 captures the reportable event of stent first flange failure to expand. Block h10: a hot axios stent and delivery system were returned for analysis. The stent was returned fully deployed and expanded. The delivery system was received in position "2". Visual examination of the returned device found the sheath kinked at the proximal section. The inner sheath was also kinked. No other issues with the stent and delivery system were noted. The reported event of stent positioning issue and delivery system retraction problem could not be confirmed; these failures occurred during the procedure and it is not possible to replicate in the laboratory of analysis. The reported event of stent first flange failure to expand could not be confirmed; the stent was returned fully deployed and expanded. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, improper axios stent placement is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Taking all available information into consideration, the investigation concluded that the observed failures were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated, limited the performance of the device and contributed to the outer and inner sheath kinked. The kinks in the sheaths could have led to the difficulty retracting the delivery system and the stent positioning issue. Therefore, the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position to treat a walled-off pancreatic necrosis (wopn) during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2021. During the procedure, the distal flange did not fully expand. After the distal flange deployed, the delivery system could not be retracted to the gastric wall lumen and the proximal flange was deployed in an incorrect location. The stent was removed using forceps and a different sized axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 06, 2021 that a hot axios stent was to be implanted in a transgastric position to treat a walled-off pancreatic necrosis (wopn) during a pancreatic pseudocyst drainage procedure performed on (B)(6) 2021. During the procedure, the distal flange did not fully expand. After the distal flange deployed, the delivery system could not be retracted to the gastric wall lumen and the proximal flange was deployed in an incorrect location. The stent was removed using forceps and a different sized axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.